Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: adhesive around light guide lens has discoloration; due to annual inspection, parts must be replaced; distal end has residual liquid; distal end is shaved; due to clogging of channel tube, the tube cleaning brush cannot be inserted; and scope cover unit has corrosion due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii duodenovideoscope, had the working channel blocked. The issue occurred during an unknown event the procedure was unknown. There are no reports of patient or user harm associated with this event. The device was returned to olympus and the evaluation found that the distal end has foreign material. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to shaved distal end. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.